Manufacturer narrative:
Evaluation summary: one generator was returned for evaluation. The reported condition was confirmed. The investigation found auto bipolar was attempted and rf output did not cease when the circuit was opened. The service center reported a low 5volt dc supply condition caused by cracked solder joints on j12 of rf pcba. The investigation identified the root cause a connectivity issue with the rf-lvps cable. The rf-lvps cable and lvps were replaced to address the condition. Corrective actions have been implemented to mitigate this issue. The service center reported noisy fans. The investigation identified the root cause to be the fans. The fans were replaced to address the condition. An eco has been released to address the failure. The service center reported the ufp receptacle has a worn out release latch. The investigation identified the cause to be the ufp receptacle. The ufp receptacle was replaced to address the condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during preventative maintenance, the bipolar was activated and it did not stop. There was no patient involvement.